Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report.

Event description:
Right ankle cyst was treated with a surgery, during which cyst excision was performed. Details of this surgery and observation of star implants during this surgery was requested to be provided, but not available at this time.

Manufacturer narrative:
The reported device was manufactured and distributed by (B)(4) and implanted prior to howmedica osteonics corp.¿s purchase of certain assets of (B)(4) on august 1, 2014. Stryker became legal manufacturer of this product on april 1, 2015 and has taken the responsibility for medical device reporting.

Event description:
Right ankle cyst was treated with a surgery, during which cyst excision was performed. Details of this surgery and observation of star implants during this surgery was requested to be provided, but not available at this time.